Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the impedance on the right ventricular (rv) lead had risen and was high. The threshold had also risen. The patient is only paced in the ventricle about 1% of the time so the lead will be monitored and remains in use. No patient complications have been reported as a result of this event.